Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. There was no reported impact to the customer¿s blood glucose level. Reportedly, the pump had run out of charge and needed to be charged. Customer declined further assistance.